Event description:
It was reported that the system 9800 would not fluoro and the technique would go to max kv and ma reinitializing attempts did not remedy the problem. This occurred prior to a procedure and the there was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the system interface cable had a pushed pin that was no longer making contact. The connection was repaired and the system was tested and found to be working as intended and placed back into service.